Event description:
It was reported that the user experienced a severe low blood glucose event characterized by feeling tired and shakey while using the iLet Bionic Pancreas, with the device-related problem classified as insufficient information and no specific device component identified. Symptoms included hypoglycemia, fatigue, and shaking/tremors. Outcomes included unexpected medical intervention with medication such as oral glucose and a classification of serious injury or illness. Investigation included communication and interviews as well as analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the device problem remained insufficient information with no specific component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.